Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm of unknown size. It was reported that during follow up approximately 3 years post the index procedure aneurysm enlargement and a type ib endoleak in the left common iliac artery. Additional intervention was performed with the implantation of another endurant ii limb from the flow divider down into the left limb, embolization of the internal iliac artery and implantation of a non mdt limb also,to extend into the external iliac artery. The event was resolved. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
As per the physician, the event was caused by migration due to vessel diameter enlargement and vessel anatomy change. If information is provided in the future, a supplemental report will be issued.